Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter city and state: unknown, reported through (B)(6). Initial reporter zip code: unknown. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 1 nexiva 22 ga x 1 in single port had a safety mechanism issue. The following information was provided by the initial reporter : the customer reported that once the IV was in place with full flashback through the tubing and attempted to remove needle from the catheter the needle would not detach.

Manufacturer narrative:
H6: investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that 1 nexiva 22 ga x 1 in single port had a safety mechanism issue. The following information was provided by the initial reporter: the customer reported that once the IV was in place with full flashback through the tubing and attempted to remove needle from the catheter the needle would not detach.